Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following; there was no abnormality on the exterior of the device. When the device was turned on, the cooling fan motor was working because there was wind coming out of the device. However, the emergency lamp indicator was blinked regardless of whether the light guide cable was connected or not, and the examination lamp was not ignited. When the emergency lamp indicator was blinking, an abnormal noise such as an error sound continued to sound. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, when a non-olympus fiberscope was connected to the device, the examination lamp of the device was not ignited and the cooling fan motor did not work. The user replaced the device to visera elite video system and completed the intended procedure. According to additional information by the distributor, the examination lamp had just been replaced. The examination lamp was not ignited even when the user switched from auto to manual brightness control or set the maximum amount of light. In addition, no light was leaking through the slits on the side of the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. When the omsc turned the device on and off 50 times, the cooling fan motor worked properly, but the examination lamp was not ignited twice. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed from the device manufacturing record that the product met the specifications. Therefore, the reported event may have been caused by the deterioration of the board and component due to long-term use of the device for about 15 years after it was manufactured. If additional information becomes available, this report will be supplemented.